Manufacturer narrative:
On 8-feb-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, d-curve and the physician observed char on the octaray and thermocool smarttouch catheter at the end of the case. The part of the octaray that the char was identified on is unknown. The system did not present any error messages nor did the physician see any product problem during the case but they noted char when catheters were out of the body. The irrigation rate was proper. The ablation time did not exceed 60 seconds. The generator and pump settings and temperature ranges were proper. However ,the diagnostic catheter (octaray) was in close proximity to the ablation catheter during ablation. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and patency test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and char/thrombus/clotting was attached on one spline. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31184447l and no internal action related to the complaint was found during the review. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (b)4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, d-curve and the physician observed char on the octaray and thermocool smarttouch catheter at the end of the case. The part of the octaray that the char was identified on is unknown. The system did not present any error messages nor did the physician see any product problem during the case but they noted char when catheters were out of the body. The irrigation rate was proper. The ablation time did not exceed 60 seconds. The generator and pump settings and temperature ranges were proper. However ,the diagnostic catheter (octaray) was in close proximity to the ablation catheter during ablation. No patient consequences were reported.